Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one(1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however it is likely the following led to the malfunction: device was damaged due to wrong reprocessing. The event can be prevented by following the instructions for use which state: please make sure to conduct reprocessing in accordance with reprocessing manual and store the device. Insufficient or uncompleted reprocessing, and inappropriate storage may result in infection, damage of the device or degradation of the function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head was reprocessed wrong. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: processed wrong due to chipped connector and damage connector seal. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.